Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the bead (at the white sleeve around the ablation sheet) loosened. Probable root cause: non-conforming component, poor assembly process, misuse, use error. (B)(4).

Event description:
It was reported that residual glue residual glue broke off. All of the loose pieces were removed.